Event description:
Related manufacturer reference number: 2017865-2024-71081. It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) and right atrial (ra) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. No intervention on ra lead was reported. The patient was in stable condition.